Event description:
Reading inaccurately. The pt obtained results of 21, 39, 32, 30, 22, and 29 mg/dl on the reported meter while having no symptoms of low or high blood glucose level. These readings are considered erroneous on their face since an individual is expected to have altered consciousness with such low blood glucose values. The pt was unable/unwilling to state the time difference between the readings. The pt ate food and/or drank beverage following use of the meter. The pt received advice from a medical professional to eat food and drink beverage. The customer care rep (ccr) verified that the test strips were in good condition; the test strips were not expired and had not been stored improperly. The ccr walked the pt through a control solution test, which fell within specifications. The meter, test strips, and control solution were replaced.